Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's spouse paged ventricular assist device (vad) coordinator at 1 pm for driveline fault. They arrived at the clinic and the patient was found to be experiencing a driveline power fault. Modular cable was exchanged, and the alarm completely resolved.

Manufacturer narrative:
E1: reporter email was not provided. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm could not be confirmed. The modular cable (lot number: 184090) was not returned for evaluation, and no log files were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the modular cable. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the modular cable (lot number: 184090) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.